Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced the high blood glucose of 480 mg/dl. It was unknown whether customer was using the automode or not. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Pump passed the delivery accuracy test at 0.08735 inches. The motor was tested outside of the device and passed. (B)(4).